Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 32 of the patient's mouth. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.